Event description:
Device malfunction: partially deployed stent. Time of malfunction: during un-packaging. Symptoms/ae: na. It was reported that the xceed stent was found prematurely, partially deployed in the package. The system was not used and reportedly, there was no patient involvement. The sheath was observed as being pulled back, partially exposing the stent. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.